Manufacturer narrative:
The insulin ump was received with button error alarm and intermittent button responsedue to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted during testing. The device was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 132 mg/dl. Troubleshooting was performed. The device was returned for analysis.